Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged seeing particles in airway from device black particles around device and also alleged having congestive heart failure while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.